Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 1 in the right eye (od) at the 1-week post op exam. A brief description from the surgery center indicated the patient had dlk stage 1, blurry vision and dry eye. The patient¿s comments were of eyes feeling very dry and vision is blurry in the right eye. Oral steroids (medrol dose pak) were prescribed and topical steroid dosage was increased to resolve symptoms. The surgery center reported the patient is not compliant with the medications prescribed as the patient did not take the topical steroid drop dosage. The surgery center noted the patient lost the medrol dose pack after the second day. Best corrected visual acuity (bcva) from (B)(6) 2018: right eye pre-op 20/20 -3.00 x -.75 x 0; left eye pre-op 20/20 -3.00 x -1.25 x 170.